Manufacturer narrative:
Additional information regarding the patient's device details could not be obtained as of the date of this report. Should additional information be received, a supplementary report shall be submitted. This report is submitted on october 27, 2017, by cochlear ltd. On behalf of cochlear americas. (B)(4).

Event description:
Per the clinic, it was reported that the patient experienced skin issues and infections, shortly after implantation of the device in 2015 (specific dates not reported). Subsequently, the patient underwent skin revision surgeries due to the reported issue (dates not reported). The patient is continuing to be clinically managed by their healthcare provider.

Manufacturer narrative:
Per the clinic, it was reported that the patient was treated with a topical antibiotic (date and duration not reported).